Event description:
The customer reported the system had corrupted images. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive needs to be replaced. No conclusion can be drawn as repair info is unavailable.